Event description:
The user facility reported that one of the outlets on their harmony ems boom shorted. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found the outlet appeared to be burnt indicating that electrical arching occurred. While onsite the technician learned that the facility added a power strip to the outlet as they wanted to use a blanket warmer, endoscopy camera and additional items at once. The additional power strip overloaded the boom's outlet subsequently causing the reported event. The technician discussed with user facility personnel that they should not be overloading the harmony ems boom's outlet. The ems boom was removed from service and repaired. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.